Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report several no delivery alarms. The customer also mentioned having high blood glucose levels around 500 mg/dl. The customer was advised to replace the infusion set and monitor the issue. The product was not returned for analysis.